Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the instrument channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 2 insert the endotherapy accessory straight into the forceps port of the sealing accessory while closing its distal end and retracting it into the sheath. 3 confirm that the endotherapy accessory extends smoothly from the instrument channel outlet at the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end. 4 confirm that the endotherapy accessory is withdrawn smoothly from the sealing accessory." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on the channel tube, water tightness was lost. In addition to foreign material in the forceps channel tube, the evaluation findings are as follows: the adhesive on the bending section cover had a chip, the "up/down" plate was sticky, the universal cord was sticky, the control unit was sticky due to water leakage, due to wear of angle wire, bending angle in the "up" direction does not meet standard value, the light guide bundle was slipping down, due to damage on the charged coupled device unit, a foggy image occurs, and due to damage, switch #3 does not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno videoscope had a leak. There were no reports of patient harm. During evaluation, foreign material was found in the forceps channel tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.